Event description:
The pt underwent a procedure with access through the right femoral artery. The procedure and closure with the closer tsl 6 fr device appeared to go well. The pt was in recovery for about 30 minutes when pt began to complain of pain in the leg. Diminished pulses and mottling of the toes were noted at that time. By 3 hours post closure, no pedal pulses could be felt. The pt was sent to surgery. The surgeon reported that about 30% of the common femoral artery had plaque lesions, and that one had been disturbed sometimes during the procedure and as a result was occluding the flow in the leg. He removed the offending plaque and pulses were restored. The pt has recovered without further incident.